Event description:
On (B)(6) 2013, the lay user/patient in (B)(6) contacted lifescan (lfs) to report the one touch verio iq meter was giving inaccurately high readings. The patient obtained the blood glucose reading of 180 mg/dl on the reported meter, and a result of 125 mg/dl on another meter. The patient¿s testing technique was correct and the test strips were in good condition and within opened expiration dating. The patient experienced no symptoms and denied seeking medical attention. The meter was replaced. The patient did not suffer any injury due to the reported meter. The patient experienced no symptoms and he denied seeking medical attention. However as the test results fell outside expected values for meter-to-meter accuracy testing this complaint is being reported. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The patient¿s products have been returned to lifescan for evaluation; however the evaluation process has not yet been completed. No conclusions can be made at this time. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of lifescan of any deficiency in the performance of the device.

Manufacturer narrative:
Follow-up # 1 (07/23/2013)-product evaluation: the associated test strips were returned on (B)(4) 2013 and analysis completed on (B)(4) 2013 by lifescan product analysis with the following findings: the reported complaint could not be confirmed. The test strips met specifications for testing. No issues were identified during investigation. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up # 2 ¿ (10/04/2013) the patient¿s meter has been returned and evaluated by lifescan product analysis on (B)(4) 2013 and (B)(4) 2013, respectively, with the following findings: the meter passed all testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.